Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 27-feb-2025 as the complaint no longer meets the description of a reportable incident (events will be captured in (B)(4). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 27-feb-2025 as the complaint no longer meets the description of a reportable incident (events will be captured in (B)(4)). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6), 2024 ¿ endoscopic ultrasound-guided hepaticogastrostomy vs. Antegrade metal stent placement keeping an access route in patients with malignant biliary obstruction. For agms-ar, an ercp catheter was inserted into the biliary tract to advance the guidewire into the intestine or lower bile duct across the stricture site. Recurrent biliary obstruction rbo: (B)(6)2024 ((B)(4)). Male 19 ((B)(4)). Age 72 (67-79).